Event description:
See initial report.

Manufacturer narrative:
H10: livanova requested the pump back for investigation. The device was tested and found to be working within specifications. No issue could be identified. The processor board will be replaced as precaution even if no defect were found. No information was made available about the date the event occurred thus, the serial read-out of the pump was analyzed based on whole data available. Results revealed that the cardioplegia system panel was switched off while the cardioplegia monitoring was active. In this situation, if the panel is turned back on, the cardioplegia monitoring would no longer be active and this would lead the pump to stop and the monitoring should be re-assigned. Based on investigation results the device worked properly and within specification. It cannot be ruled out that an improper management of the device by the user may have led/contributed to the reported issue (i.e. User inadvertently switching off the system panel).

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The affected pump has been requested back to the manufacturer site for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump use as back up pump stopped during a procedure. There was no report of patient injury.